Event description:
It was reported that during a da vinci-assisted radical cystectomy (with neobladder) surgical procedure, the 8mm monopolar curved scissors (mcs) instrument branches could no longer be closed properly. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors instrument to perform failure analysis. The instrument was analyzed and was found to have blade damage at the midpoint of the blade. A piece measuring at approximately 0.63 mm x 0.32 mm was missing. One of the blade edges was indented, which prevented the blades from closing. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.